Event description:
It was reported following a left heart catheterization that a 6f angio-seal vip was selected for use. Pulses were noted to be diminished 20 minutes after the procedure; however, the pt was discharged. The pt returned to the physician's office 5 days later with leg pain. Angiography revealed total occlusion of the right common femoral artery (rcfa). The pt underwent surgical intervention the next day. The pt was reported to be stable.

Manufacturer narrative:
No product was returned for eval. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info received, the cause for the reported event could not be conclusively determined. The angio-seal instruction for use (IFU) cautions should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.